Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was found by the spouse expired and was not connected to any power source.

Manufacturer narrative:
The attached user facility report was received from the (B)(4) registry. According to the information provided to the manufacturer, the lvad will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.